Event description:
It was initially reported that the patient¿s generator battery had reached an ifi battery status prematurely. It was reported that the device had not been exposed to any electrosurgical tools during the implant surgery, and the vns device is not brought into the sterile field until all tissue dissection is complete after which no monopolar cautery is used for the remainder of the procedure. A review of device history records for the generator shows that no unresolved non-conformance's were found. The device met all specifications for release prior to distribution and was not manufactured with the laser routing process. A review of decoded programming tablet data confirmed a large discrepancy between the battery status indicator and battery percentage consumed. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns was disabled. No additional or relevant information has been received to date.

Event description:
It was later reported that the patient's device had reached eos. Additional programming data was received which confirmed the eos (pulse disabled) status and revealed a discrepancy between the battery's voltage and the percentage of the battery consumed. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.